Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Patient is not sure when they lost stimulation. Surgical intervention may take place at a later date to address the issue.